Event description:
It was reported through remote transmission that high impedance had been observed on the left ventricular lead. The patient was seen in clinic where high impedance and a loss of capture was observed on multiple placing vectors. An acceptable pacing configuration was found and the device was reprogrammed. No patient symptoms were reported as a result and the patient would continue to be monitored.

Event description:
New information noted that the lead exhibited a fracture.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was fractured at 6.7cm from the connector pin, which fractured the inner coil. The damage found likely resulted in the reported capture and impedance anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported that the lead was capped and replaced on 3/13/2015.